Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Provided information from the rep states the patient had cannulated screws in the natural hip head and the bone gave away, making the patient painful. The surgeon removed the screws and implanted a total hip. The surgeon state this is a fairly common occurrence over time when cannulated screws are used has the initial treatment for some hip fractures. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was converted to a total hip to address slight collapse of repair and pain. Qty: 3.